Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller board was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)

Event description:
It was reported that the 9800 system had a physicist discrepancy of the dose rate too high. No patient injury was reported.